Event description:
It was reported that the tubing pack was not sterile; corner of package appeared to be open. No pt involvement or injury reported. This was found during handling and prior to insertion.

Manufacturer narrative:
(B)(4). Investigation is still in progress. A supplemental will be submitted as soon as add'l info is received.